Event description:
The lay user/pt contacted lifescan alleging several product issues with her onetouch ultralink meter. The pt reported the product was prompting an "error 1" message, that the meter would revert to the incorrect language, and also reported an unusual issue. All of the alleged issues were unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.